Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have not received the device back for evaluation as it has been returned to the service provider. We will file a follow-up report when additional data is available. The brake cable of the device snapped while in use causing the end-user to fall and hit her head.